Event description:
Hernia repair- "upon insertion of trocar into abdomen, balloon would not inflate. Upon removal, tip was missing. It was removed from patient with no adverse affect."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing process, all balloon kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.